Event description:
It was reported that device emitted an inappropriate alert. No patient complications have been reported as a result of this event. No intervention was needed as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: competitor lead, unknown type, unknown implant date; competitor lead, unknown type, unknown implant date. (B)(4).